Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) migrated. It was also noted that the ipg exhibited inappropriate activity response and invalid cardiac compass data. The ipg remains in use. No patient complications have been reported as a result of this event.